Event description:
It was reported that the patient experienced discomfort at the spacer implant site, therefore, the patient underwent a spacer explant procedure. Post-operatively the patient has recovered. There was no suspected device issue and the device will not be returned as it was retained by the medical facility. No further information has been obtained regarding the model or lot number of the device despite good faith efforts.